Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This supplemental is due to the patient undergoing surgical intervention to remove the lead. Return request has been sent to the representative. Analysis will be performed if the product is returned and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance of 133 ohms. The value has been gradually increasing. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance of 133 ohms. The value has been gradually increasing. The lead remains in service. No adverse patient effects were reported.